Event description:
During the evaluation, it was discovered that the spike was leaking from the root. There was no pt injury or medical intervention associated with this incident.

Manufacturer narrative:
Evaluation summary: during the evaluation, an issue separate from the reported event was discovered, a leaking spike. There has been corrective and preventative action taken relative to this matter, renq-CAPA-0031.